Manufacturer narrative:
H11: additional manufacturer narrative: initially, it was reported that a patient with a 11500a valve of unknown size was planned for re operation after unknown implant duration. However, through investigation I it was learnt that the device captured in this complaint was not an edwards product. Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Manufacturer narrative:
H11: additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Per the report received from germany a patient with a 11500a valve of unknown size was planned for re operation after unknown implant duration.